Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that on november 2, the catheter was inserted into the lower back of a female pt in the operating room. On november 4 in the medical ward, the catheter broke outside the pt's body when it was being removed. The md tried to remove the catheter again, but it was broken 7cm from the catheter tip and remained in the pt's body. On november 5, the remaining part of the catheter was surgically removed with a 2cm cut. The md found that the catheter tip had come out of the epidural space and stuck under the skin (muscle tissue). Only 2 catheter pieces (the catheter was broken into 3 parts) are being returned. The hospital discarded the middle part of the catheter. The pt was discharged from the hospital on november 9 in good condition. There was no death or complications reported.